Event description:
This spontaneous case was reported by a physician and describes the occurrence of back pain ('backache') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included depression and morbid obesity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), hypoaesthesia ("numbness") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, headache, weight increased, hypoaesthesia and fatigue outcome was unknown. The reporter considered back pain, fatigue, headache, hypoaesthesia and weight increased to be unrelated to essure. The reporter commented: lot number was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Further company follow-up with the physician is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of back pain ('backache') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included depression and morbid obesity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), hypoaesthesia ("numbness") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, headache, weight increased, hypoaesthesia and fatigue outcome was unknown. The reporter considered back pain, fatigue, headache, hypoaesthesia and weight increased to be unrelated to essure. The reporter commented: lot number was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.